Event description:
The account alleged that the bed will not send a nurse call or operate any lights and tv. The account has replaced the ppm board, communication cable and tried a different pendant but the issue remains. The account indicated the yellow light is ready but the green and red led's are flashing on the logic board. The account removed p19 from power supply and pulled the dummy plug and the bed will now send a nurse call. Repairs have not been completed.